Manufacturer narrative:
The unit passed the self-test, after battery change error test, rewind, basic occlusion test, prime test, excessive no delivery test, and displacement test. There were no unexpected no delivery alarms and no after battery change error alarms or after battery change alarms. The unit had with multiple displayable history crc check failed on startup alarms in the history screen due to a corrupted history file. The unit had a cracked case at the display window corners and battery tube threads.(B)(4)

Event description:
The customer's mother called in to report several alarms including a no delivery alarm, an after battery change alarm, and an external ram crc error alarm. The customer's blood glucose level was unknown. The mother declined to troubleshoot. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.